Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up feeling ill with a blood glucose level of 467 mg/dl. Customer assumes that he treated, but he woke up again with a blood glucose level of 547 mg/dl. Customer stated that the pump is in prime mode and no insulin is being delivered. Customer does not have a back-up plan available. Customer treated with a bolus using the pump. Time and date settings were not correct. Customer reported that the bolus history does not display all the entries based on their recollection. Customer is missing a bolus. Customer programmed to treat his blood glucose level of 372 mg/dl before bedtime. Customer treated with a bolus of 9.4 units and was feeling better. Customer's current blood glucose level is 571 mg/dl. Customer will give time for the insulin to work and will call the nearest clinic. No further assistance needed.